Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent, stent delivery wire, and introducer sheath were disassembled when received for analysis. Visual inspection revealed no anomalies with the returned components. As the device was returned disassembled it was confirmed that the stent deployed prematurely. It is probable that procedural factors encountered during the use of the device contributed to the stent premature deploying. Therefore, it was concluded that operational context was the most likely cause of the reported issue as the device performance was limited.

Event description:
During the procedure the stent was unable to advance to the distal portion in the microcatheter. While removing the stent system, the stent deployed in the proximal portion of the microcatheter. The procedure was completed with another stent. There were no reported clinical consequences to the patient.

Event description:
During the procedure the stent was unable to advance to the distal portion in the microcatheter. While removing the stent system, the stent deployed in the proximal portion of the microcatheter. The procedure was completed with another stent. There were no reported clinical consequences to the patient.